Event description:
Information received by medtronic indicated that there was a leak from the hemostatic valve of the sheath. The sheath was replaced. No patient complication was reported.

Manufacturer narrative:
Product event summary: the device was returned for analysis and performance data collected was received and analyzed. Data file review did not show any system notices for the date of event. Visual inspection of flexcath advance sheath 4fc12 / 08370-16 showed the device was intact with no apparent issues. A leak through the hemostatic valve was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was torn and leaking. The reported issue (leaky valve) has been confirmed through testing. Flexcath advance 4fc12 / 08370-16 failed the returned product inspection due to a leaking hemostatic valve.

Event description:
.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.